Manufacturer narrative:
Cmp (B)(4) g2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products unk knee femoral lot# unk.

Event description:
It was reported patient underwent a knee revision due to instability. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, a2,b4, b5, d1, d4, d6, g3, g4, g6, h1, h2, h3, h4, h6, h11. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42502606601 persona femur cemented (cr) std lt size 9 lot# 64621944.

Event description:
It was reported a patient underwent tka with competitor product at an unknown date. Later, the patient was revised for unknown reasons and zimmer biomet product implanted. Approximately four years, four months later the patient then underwent a knee revision due to instability.